Manufacturer narrative:
Approximate age of the device is 6 years, 7 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient's urine was coca-cola in color. The account suspected possible thrombosis, and noted hemolysis labs were pending. Patient had no other symptoms or issues. No further information was provided. Log file review noted an increase in power and decrease in pi (pulsatile index) with no other unusual events recorded. There was not indication that the device was not operating as intended.

Manufacturer narrative:
Manufacturer investigation conclusion: review of the log file provided by the account confirmed slight elevations in pump power and estimated flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii lvas, and the reported events could not be conclusively established. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019, with no data from the actual event date of (B)(6) 2019. Review of this file revealed slight, transient, elevations in pump power and estimated flow ranging from 7-7.3 watts and 7.9-8.6 lpm, respectively. Despite the fluctuations in pump parameters, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, and no further events have been reported at this time. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Thrombus was never confirmed, the patient did not receive treatment. The patient's urine was cleared after 24 hours. No further information was provided.